Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Review of the system log file showed that a frame grabber card initialization error caused the system to stop booting. The frame grabber captures the video from the allura system. The frame grabber card in the flexvision pc failed. The philips engineer has replaced the flexvision pc, hard disk, installed and configured software, and performed an extensive function check. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system did not power on successfully. The issue was found outside of clinical use. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and replaced the flexvision pc and the hard disk which returned the device to use in good working order.